Event description:
I had my procedure done in (B)(6) 2010, in my doctor's office. Since then, I have experienced a huge number of strange, persistent symptoms. It started with debilitating headaches. My eyes ache and burn and it feels as though my head is going to explode. At its worse, I am disoriented and experience auditory distortions. I have constant abdominal pain and cramping. It is agonizing and has caused severe hemorrhoids. Along with the abdominal cramping, I have experienced severe back and hip pain, radiating down my thighs and calves. My menstrual cycle has gotten excruciating, with heavy bleeding, blood clots and debilitating cramps. I have constant muscle spasms, hypertonic reflexes, and burning muscle pain. I've received 6 steroid injections to my neck and upper back in an attempt to release the muscles that are now frozen. Due to the spasms, I have developed degenerative disc disease to my cervical spine and lower back. Several disks in my lumbar spine have herniated under the strain of constant hip, buttock and hamstring spasms. I have chronic fatigue, which again can be attributed to neurological irritation, poor quality of sleep, and chronic immune system response. I have had three serious neurological episodes involving paralysis to my left side. I've begun developing tiny nonspecific lesions on my brain thought to be related to the severe headaches I've been having. I have been hospitalized twice and have made dozens of trips to the emergency room. My hair has been steadily thinning and falling out and the skin on my face is often flushed or peeling. I have a known nickel allergy, history, my doctor did not determine this a reason to avoid this procedure. The insertion of the procedure itself was remarkable.